Event description:
It was reported that on 31-jan-2022, a cast product cleanroom (cpcr) 2nd shift finish operator was performing the wi-0897 ¿repackaging / resterilization of sterile product in raynham¿ for a pfc sigma augment repackaging order. During this process, the operator identified multiple parts displayed a visual cosmetic defect on the top surface. The operator notified the finish lead, who contacted process and quality engineering for further evaluation. The image attached shows a augment returned from expiry with foam particles transferred from the packaging components. On (B)(6) 2021 12 parts were discovered with defects (captured on (B)(4) ). On (B)(6) 2022, an additional 12 parts were discovered with defects (captured on (B)(4) ). Later on (B)(6) 2022, an additional 29 parts were discovered with defects (captured on (B)(4) ).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this product investigation was not returned for evaluation. One photo was provided for review, however the product code does not match this device. Therefore, the reported event could not be confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: b3, g4 (510k).